Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gastrectomy. Detailed description of event: the customer open correctly the retrieval and insert the specimen inside. During the extraction of the retrieval cd004 the row seems to broke and the whole loop was opened with the green pearl and came out from the bag. The retrieval fall down in the abdomen and part of the malignant specimen went in contact with the other tissues.they declare to not have cut the loop. The introducer was take off from the trocar and subsequently the surgeon, during the extraction , grasping the row describe a broke of itself that remains in his hands with the green pearl. Because of the difficulties to catch the bag the procedure was delayed of 30 min. Moreover there could be issue of contamination of tissues nearest the specimen fallen out from the bag. There is a superior part of the bag clearly torn but, as declared by the customer , should be happened during the grasping movements after the recovery of the bag fallen down. No packaging and row were kept for check the material. Only the retrieval. Lot was deducted from the box opened in or. Patient status: no patient harm. Type of intervention: recovery of the bag.

Manufacturer narrative:
The bag was returned to applied medical for evaluation, without any other components of the event unit. Visual inspection confirmed the complainant's experience of a fragmented bag and bead detachment, as the returned bag was missing the portion connected to the bead. No bag fragment was returned. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp instrument making multiple cuts on the tissue bag, resulting in the fragmentation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: gasterectomy. Detailed description of event: the customer open correctly the retrieval and insert the speciman inside. During the extraction of the retrieval cd004 the row seems to broke and the whole loop was opened with the green pearl and came out from the bag. The retrevial fall down in the abdomen and part of the malignant specimen went in contact with the other tissues.they declare to not have cut the loop. The introducer was take off from the trocar and subsequently the surgeon, during the extraction , grasping the row describe a broke of itself that remains in his hands with the green pearl. Because of the difficulties to catch the bag the procedure was delayed of 30 min. Moreover there could be issue of contamination of tissues nearest the specimen fallen out from the bag. There is a superior part of the bag clearly torn but, as declared by the customer , should be happened during the grasping movements after the recovery of the bag fallen down. No packaging and row were kept for check the material. Only the retrieval. Lot was deducted from the box opened in or. Patient status: no patient harm type of intervention: recovery of the bag.